Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation because of high impedances on the t7 lead. As a result, surgical intervention was undertaken on 24apr2025 wherein the lead was explanted and replaced to address the issue.